Manufacturer narrative:
Section a2: corrected information sections a4, h6 (patient code): additional information manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported event cannot be conclusively determined through this investigation. The patient was admitted with dyspnea and a slightly supratherapeutic inr of 2.6 (goal range 1.8-2.5). Upon admission, a clinical evaluation confirmed anemia and low hematocrit/hemoglobin values of 6.8g/dl and 23.5%, respectively. No studies were conducted, and the patient received 1 unit of packed red blood cells, oral iron, proton pump inhibitors, and octreotide. The patient was discharged on (B)(6) 2019 in stable condition. The account communicated that heartmate 3 lvas, serial number (B)(6), was operating as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. The IFU provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The site communicated that the patient was admitted with dyspnea. Clinical evaluation confirmed symptoms of gastrointestinal bleed with hematocrit and hemoglobin 6.1 and 21.4 respectively on admission. Inr goal 1.8 - 2.5, admit inr of 2. Patient had outpatient esophagogastroduodenoscopy (egd) day of admit without acute findings. Inpatient studies include colonoscopy and capsule study all without acute source of bleeding. "Known arteriovenous malformation (avms)". Patient received 2 units of packed red blood cells. They were discharged home on proton pump inhibitors and octreotide with plans for IV iron infusion as outpatient. Haematocrit and hemoglobin at discharge stabilized at 8.2 / 28 respectively. Lvad continued with normal device function prior to and during hospitalization per the mcs team.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted with dyspnea. A clinical evaluation confirmed anemia with hemoglobin and hematocrit on admission were 6.8 and 23.5. Patient has an inr goal of 1.8-2.5 and they were admitted with inr of 2.6. No studies were conducted. The patient was transfused one unit of packed red blood cells, oral iron, proton pump inhibitors, and octreotide. Discharged home (B)(6) 2019 in stable condition, lvad continued to be in normal function.